Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open and bleeding infected wound from imprints and pressure from the wires and electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed amoxiclav 125 mg and an ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.